Event description:
It was reported that six days post implant the patient returned complainant of feeling left ventricular stimulation. The left ventricular (lv) lead was reprogrammed to a different vector configuration. The lv lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.